Event description:
This lead was capped on (B)(6) 2011 due to gradual decline of pacing impedances. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).